Event description:
Report received of a water bottle that "broke' causing burns. Reportedly, in 2003 the pt filled the hot water bottle from the tap and placed it on their left knee "over my pajamas." At an unspecified time during use, reportedly the hot water bottle broke at an unspecified area and hot water "started to leak down my leg. I thought the cap had come off, but when the paramedics came, they said it was still on." The pt reportedly was taken by ambulance to the hosp and was referred to their physician for further evaluation and treatment. The pt required dressing changes every other day by a visiting rn and unspecified doses of vicodin for pain. Though requested, no additional info was provided.